Event description:
Device malfunction: failure to deploy clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. When the thumb advancer was advanced a click was not heard and the clip did not deploy. Reportedly, the "nick and spread" may not have been large enough. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.